Manufacturer narrative:
(B)(4). The ez-io g3 driver (catalog# 9058) (serial# (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. Thermal deformation was observed, indicating the motor was continuously run for an extended period of time. When the trigger was pulled, the red led flashed. The trigger guard was attached. A large crack was observed around the shaft housing and the shaft was also off centered. There is a potential for thermal deformation to occur due to unintentional activation when the driver is stored incorrectly. This condition can occur in the vascular access pak (vap) bag when the trigger guard is still present. Based on the investigation performed, the reported complaint was confirmed. It is likely the driver lost power was because the batteries were depleted due to incorrect storage where the trigger was unintentionally activated and the motor continuously ran. The ez-io driver instructions for use (IFU) states "when storing the vascular access pack (vap) remove the trigger guard to prevent accidental activation of the ez-io power driver." Additionally, there is a flyer provided with each vap bag which provides illustrations showing to remove the trigger guard when storing in the bag. (Con't) other remarks: furthermore, the ez-io driver IFU states "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining. Purchase and replace the ez-io power driver when the red led begins blinking."

Event description:
The customer alleges that in attempting to use the driver, the device stalled and would not spin. The drill failed. After the fact, the user inspected the driver and found that the case appeared melted and the hex driver is not centered in the hole on the front side of the driver. The emt-p stated that their inability to gain access with the driver is not the cause of the patient's death. After failed to attempt additional attempts at io/piv/cvc access made/achieved in other sites.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that in attempting to use the driver, the device stalled and would not spin. The drill failed. After the fact, the user inspected the driver and found that the case appeared melted and the hex driver is not centered in the hole on the front side of the driver. The emt-p stated that their inability to gain access with the driver is not the cause of the patient's death. After failed io attempt additional attempts at io/piv/cvc access made/achieved in other sites.